Event description:
It was reported that during a lap appendectomy, after repositioning, the device on the third firing, the release button would not open. Attempts were made to open the device. Surgeon made a large incision and used another device to complete the procedure.